Event description:
In 2008, the patient reported that she has experienced numerous infusion sets crack at the luer connection. She stated that she used to be able to use the infusion tubing for 6 days but she must now change the tubing every 2 days due to the cracked luers. She stated that she checks the connection frequently. On 2 occasions during the past month insulin leaked from the cracked luer during the night and she woke up with elevated blood glucose. She stated that on the first incident of leaking insulin her blood glucose measured 176 mg/dl when she woke up and she felt ill. She changed the infusion tubing and bolused and her blood glucose returned to normal within the hour. The most recent incident of leaking insulin was this morning and her blood glucose was elevated to 206 mg/dl at 1:30am. She stated that she felt ill and nauseated and had the urge to urinate frequently. She changed the infusion tubing and bolused and her blood glucose lowered to 155 mg/dl within the hour, although, she stated that she still felt sick. She stated that she does see stress marks on the luer lock of the infusion tubing and it is a possibility that she is over-tightening the connection. She stated that previously it only took a "couple" of twists to tighten the connection but she must now twist it several times. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.